Event description:
Additional information provided. There was patient impact as the procedure took 10 minutes longer until a new knife could be used from a new custom pack.

Manufacturer narrative:
A sample was received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: 2016-16152

Event description:
A healthcare professional reported that a knife was curved with no possible cut during surgery. There was a delay of approximately 3 minutes. Patient impact information is unknown. A new knife was obtained from another pak. Additional information has been requested.

Manufacturer narrative:
One opened knife sample was received by manufacturing inside of a plastic bag with a foam protector. The sample was visually inspected per facility procedure and was found to be nonconforming with damaged cutting edges. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria and the product is an angled knife. A complaint history examination revealed this is the first complaint for the related issue for the reported lot number. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).